Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system assembly was replaced to resolve the reported issue.

Event description:
The hospital reported that the bag to vent switch did not stop at the appropriate position causing a leak. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received advising that there was no loss of any mode of ventilation. This is not a reportable malfunction.